Event description:
It was reported that patient was experiencing back pain slightly less, but then right leg/groin goes numb. It was also noted that spinal cord stimulation (scs) lead had high impedances. The patient underwent paddle replacement procedure. The patient was doing well postoperatively. The explanted device was discarded per facility policy.